Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems-06068903 that an ar-8330h shaver is leaking out of the attachment. This was discovered during use in a case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. (Internal housing o-ring) the evaluation confirmed the reported event, "on 10/27/2023, it was reported by a sales representative via sems-06068903 that an ar-8330h shaver is leaking out of the attachment. This was discovered during use in a case with no patient harm." And attributed to the customer's cleaning process.